Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during a visual inspection of the pump, moisture behind the display lens. The battery compartment was cracked. A leak test revealed a battery compartment leak. The battery cap was not returned; a test battery cap secured properly to the pump, however, the pump was unresponsive with no vibration, no audible tones and a blank display; the no power complaint was duplicated. Further testing was not able to be performed due to the unresponsive pump. The pump case was removed, and moisture ingress was found to the power circuit and other internal components. The complaint of no power and moisture in the pump was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6), the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.